Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 5 states, "malalignment or soft tissue imbalance can place inordinate forces on the components which may cause excessive wear to the patellar or tibial bearing articulating surfaces." This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total knee arthroplasty on (B)(6), 2008. Subsequently, the patient was revised on (B)(6), 2011, due to malpositioning of the tibial component and arthrofibrosis.